Manufacturer narrative:
This device was not analyzed as the problem is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to an infection that was not cleared with antibiotics. No additional adverse patient effects were reported.